Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional test were performed, and the customer's problem was replicated. The air detector was replaced to fix the issue.

Event description:
It was reported that the air in line alarm triggered while running device while line was clear of air. Tested with multiple lines. Air detect in status screen of biomed menu does not change from air to pass while blocking sensor. There was no patient involvement.